Event description:
It was reported that t:slim x2 pump screen stayed dark and would not turn on, and pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller through multiple attempts to wake pump using button presses, confirmed use of standard charging cable and wall adapter, and instructed caller to plug adapter into a working outlet and leave pump charging for at least 30 minutes, with plan for follow-up since pump still did not turn on and led did not blink.